Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to a patient-specific event.

Event description:
On (B)(6) 2025, a patient reported via email with concerns following a prior surgical procedure. The patient reported experiencing persistent itching since the implantation of an ankle device, which was placed during a syndesmotic injury revision performed on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.